Manufacturer narrative:
Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3986a60, lot# n352900, implanted: (B)(6)2013, product type: lead. Product ID: 3487a-56, lot# v716841, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was scheduled for a lead revision the day following the date of this report. The patient¿s lumbar leads appeared to have moved. The plan was to add a supraorbital lead during the revision. It was later reported that the revision had been canceled because the patient continued taking his aspirin. No new date was scheduled. On (B)(6) 2013, the patient¿s device was interrogated and some electrodes were found to be out of range. The implantable neurostimulator was reprogrammed, but the outcome was noted as ongoing. There were no symptoms. It was later reported that on (B)(6) 2013, the patient¿s leads were revised. A peripheral quad lead was added to the left neck and to the left forehead. The patient was very satisfied with the outcome of the revision as he was receiving stimulation in all areas of pain.

Manufacturer narrative:
Product ID 7495-66, serial # (B)(4), implanted: (B)(6) 2002; explanted: (B)(6) 2013, product type extension; product ID 7495-66, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3986a60, lot # n352900, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # v716841, implanted: (B)(6) 2013, product type lead; product ID 74002, explanted: (B)(6) 2013, product type adapter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received indicated that bifurcated extensions were added alongside the two new leads.

Event description:
It was reported the patient lacked adequate stimulation coverage to the middle of the forehead. It was noted the patient had pain in the middle of the forehead. It was further noted reprogramming was done on 2013-(B)(6) and the patient outcome was resolved without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of extension serial numbers (B)(4) both revealed no significant anomaly. Their stim extensions were cut through and product found as segmented. The pocket adapter device analysis reveals no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.